Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified coronary artery. A 10mm x 2mm flextome cutting balloon was selected for use. During the procedure, the balloon ruptured at 10atm after the first dilatation. The procedure was completed with another of the same device. No patient complications were reported.